Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the patient had been shown in the wrong status. A technical support specialist (tss) had confirmed that no message had been received that would change the patient status from preadmitted to admitted. Tss had provided the types of messages that would trigger this change. Tss also verified and did not find any rejected messages, which could sometimes occur. Tss informed to customer that this issue needed to be investigated by the hospital information technology (hit) team. The tss closed the case

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient data was not crossing over. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.